Manufacturer narrative:
At this time, the product will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had a cardiac procedure and fell out of bed onto their chest. Subsequently, the pacemaker exhibited a high pace impedance greater than 2000 ohms and high pacing thresholds on the right ventricular (rv) channel. The fall was thought to be the cause of the issues. During the replacement procedure, the lead was not tested via pacing system analyzer. Images were acquired, however any observations with the lead were inconclusive. The physician expressed no further observations. The lead was abandoned surgically and the pacemaker was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.